Manufacturer narrative:
Pending results of DHR and further follow-up information. Internal complaint #: (B)(4).

Event description:
Clinical specialist (cs) was contacted about a patient with symptoms of faintness during a refill. Cs reported that the physician had difficulty refilling the pump, and following the refill, the patient began to feel faint. Narcan was administered and the patient's symptoms improved. Later on the same day, the patient's symptoms began to worsen and the patient was admitted to the emergency room for treatment. After a couple of days, the patient symptoms were completely improved. About three weeks later, the cs reported a volume discrepancy prior to an MRI: expected volume: 9 mls, returned: 0 mls. Cs reported that they then reaccessed the reservoir and attempted to receive medication again, to which they could not. They then took a small syringe of saline and reported to have inserted a small amount of saline into the reservoir and let the volume come back into the syringe in which the same amount of volume was received. Since the physician was nearby, cs reported that they had the physician come and access the pump using a different refill kit. Cs reported that they were also unable to receive any medication and performed the same troubleshooting. Physician additionally pulled a vacuum on a syringe to see if any medication would come up, in which there was none. Patient reportedly did not have any prior MRI exposure. Patient reported an increase in pain. It is unknown if the patient had any falls or traumas. Cs reported that the pump was filled with saline and the physician will determine next steps for this patient.

Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the pump, verification of all final testing performed by/on the pump, and packaging for subject pump was performed. The review did not identify any non-conformances, issues or capas associated with pump function. Per follow-up with clinical specialist (cs), they reported that the office had reached out initially to inquire about refill technique and the patient symptoms. The clinical specialist then visited the office to assess an alleged volume discrepancy. The cs confirmed the discrepancy and visited again at a later date to shadow a refill of an alternate patient. Per the cs, the physician was pouring the medication into a sterile container and not using the syringe for the refill. As some of the medication did not get into the syringe from the sterile container, this may have contributed to the volume discrepancy later identified. The calculations may not have accounted for the medication left in the container. In addition, the patient's symptoms reported initially were most likely due to a potential pocket fill due to the physician's technique. If any of the medication did not make it into the pump and instead into the patient's pocket, this also may have contributed to the volume discrepancy. After retraining, the physician better understands the technique and has since performed successful refills. Device remains implanted. Internal complaint #: (B)(4).